Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. They were able to clear the alarm but it had recurred. The event was resolved with a complete change of infusion set and reservoir. The customer¿s blood glucose during the incident was 402 mg/dl. They did not mention any form of treatment for the high blood glucose. They declined troubleshooting or the high blood glucose. The insulin pump will not be returned for analysis.